Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. A company sales representative visited the physician during a procedure and observed lack of knowledge of the equipment and incorrect parameters being used. A training was performed for the surgeon and different parameters were recommended. (B)(4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): " handpiece obstruction or phaco tip obstruction" (obstruction within device). A surgeon reported a corneal burn occurred when the phaco tip was inserted inside the eye. The cornea "looked like chewing gum". The doctor made a 2.75 mm incision that was widened to 3 mm, per surgeon's decision. The patient presented post-operatively with a slight astigmatism but was reported to be doing fine. The corneal burn was small. Additional information was received from the company sales representative. The surgeon thinks that the event was triggered by either an occlusion of the handpiece or the phaco tip. The event occurred during the sculpting phase, when the surgeon entered the tip inside the eye. The position 2 of the footswitch was pressed and no aspiration was observed. Then, the surgeon went to position 3 of the footswitch and the corneal burn occurred. No error message was displayed. A lens was implanted and some stitches were required. The surgery was completed. The surgeon further indicated that tips and sleeves are usually re-used.